Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21ue1, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead broke off during a full system replacement for the rechargeable system. The lead was partially explanted/removed from the lead insertion site and the issue was not resolved at the time of the report. No surgical intervention occurred or was planned. Additional information was received from a manufacturer representative (rep). The rep reported that the lead was implanted in (B)(6) of 2017. There were no surgeries scheduled to attempt to remove the broken fragment. The lead was broken, so not in use. Additional information was received from a manufacturer representative (rep). The rep provided clarification regarding the implant date of the lead; that they were assuming the most recent implanted lead was the lead that had broken off. That was all the information they had.